Event description:
It was reported that the air dermatome was skipping and the initial graft harvested from this unit was not usable. The surgeon had to take an additional graft using an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for eval. It was found that the device was in calibration on all graft settings. It was determined that the head was damaged. Parts replaced included; ball detent, thickness lever, bearings, calibration shaft, swivel, hand piece assembly, head, motor, poppet assembly, reciprocating arm, and seal retaining ring. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 1996 and was returned to the manufacturer once for repair or preventative maintenance in (B)(4) 1997. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."